Manufacturer narrative:
Exact date unknown, event occurred a year after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch:7073219/7073226; product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 26656888.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg was no longer working as intended. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components were discarded by the medical facility and will not be returned.